Event description:
It was reported that during preparation for a percutaneous coronary intervention, a shaft separation occured. The 80% stenosed target lesion was located in an unspecified artery. A 10/3.50 flextome cutting balloon catheter was selected to treat the target lesion. Unusual resistance was encountered during removal of the balloon protector and the shaft separated at the mid-shaft transition. It was noted that the physician did not forcibly pull on the balloon protector. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned unit identified shaft stretching from 23.8cm to 24.4cm from the catheter tip. A visual examination of the returned unit revealed a shaft detachment at 24.8cm from the catheter tip. The returned device had the balloon protector attached over the balloon. It was not possible to apply a vacuum to the balloon as the shaft was broken however the balloon protector was removed from the balloon with little force required. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: 'turn the stopcock lever towards the middle port or open to the balloon and immediately withdraw inflation device plunger to full negative and place the inflation device in a locked position. This will maintain a constant vacuum on the flextome cutting balloon device...6. When the flextome cutting balloon device is ready to be entered into the body, remove the flextome cutting balloon device from its protective ring. Using straight force (not a twisting motion), pull the protective sheath from the catheter tip.' (B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention, a shaft separation occured. The 80% stenosed target lesion was located in an unspecified artery. A 10/3.50 flextome cutting balloon catheter was selected to treat the target lesion. Unusual resistance was encountered during removal of the balloon protector and the shaft separated at the mid-shaft transition. It was noted that the physician did not forcibly pull on the balloon protector. No patient complications were reported and the patient's status is good.